Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the pull magnet solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error (te) 11 indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of te 11 occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. Occurrence of te 11 may lead to stop of ventilation. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by pc 2004/pc 2024 expiratory channel. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Defective safety valve pull magnet may lead to stop of ventilation or high pressure. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).